Event description:
It was reported there was a possible catheter obstruction. The patient presented with symptoms returned, regarding severe spasticity. A pump roller study was performed by x-ray on v 2015; the pump seemed to be "on hold" and "not working." It was decided to go to surgery. The pump and spinal part of the catheter were okay. The pump was explanted and a single bolus was made, in order to verify if the pump was working. The pump was working and okay. The physician looked to the catheter and saw that the spinal segment was "leaking" without any obstruction, but the pump segment "did not", so he decided to replace the pump segment. A partial explant occurred, where only the pump segment of the catheter was replaced by a new one. After the replacement, the entire catheter was "leaking" properly. The connections were made and the pump was implanted again. The issue was resolved at the time of this report. The health care provider (hcp) had no further information. The patient status at the time of the report was ¿alive ¿ no injury". The drug delivered via the device system was lioresal.

Manufacturer narrative:
Concomitant products: product ID: 8780, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information received from the manufacturer representative reported the concentration of the lioresal was 1.000ug/ml at a dose of 247.9 ug/ml. The estimated elective replacement indicator (eri) of the pump was 72 months. Device models and unique identification was reported.

Manufacturer narrative:
Analysis of the catheter (lot # unknown) found no significant anomaly. The catheter body had dried drug, blood, or foreign material occlusion. (B)(4).

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomaly.

Event description:
Additional information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported the patient had severe spasticity a few weeks ago. The patient had received effective therapy for "some months" prior to getting worse. The patient had a previous revision performed on their catheter, but kept the spasticity. The hcp then decided to replace the pump. A computed tomography (CT) scan was performed prior to the surgery to check for obstructions in the catheter, but everything was okay. During the current pump replacement and the previous catheter revision, the pump was working when explanted and it was possible to see the drug leaking from the pump. Cerebrospinal fluid (csf) was also leaking from the catheter when disconnected from the pump. There was no known infection nor any adverse event that lead to the malfunction of the pump. The event remained unresolved and the patient was alive with no injury. The patient's lioresal dose was reported as 250 ug/day.